Event description:
It was reported that this right atrium (ra) lead was no able to be successfully implanted due to placement difficulty and low amplitude. This lead was successfully replace. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis was performed and the allegations were not confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should analysis be performed.

Event description:
It was reported that this right atrium (ra) lead was no able to be successfully implanted due to placement difficulty and low amplitude. This lead was successfully replace. No adverse patient effects were reported.